Manufacturer narrative:
This supplemental report is being submitted to report the additional information of mr. Report #8010047-2021-03007 which was submitted on february 25, 2021. Olympus medical systems corp. (Omsc) got the event date of this report, (B)(6) 2021 and filled b3. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. [First time; (B)(6) 2021] enterococcus faecium (3cfu / 100ml) [second time; (B)(6) 2021] klebsiella variicola (count uncountable) [third time; (B)(6) 2021 <second time>] klebsiella variicola (240cfu/100ml) klebsiella variicola (400cfu/100ml) [forth time; (B)(6) 2021] klebsiella variicola (count uncountable) the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using glutaraldehyde. The service department of olympus europe (B)(4)) checked the subject device and found the following. - the light guide lens was chipped. - the distal end cap was scratched. - the adhesive of the bending section rubber was worn. - the angulation did not meet specification. - electrical safety check was failed. There was no report of infection associated with this report.